Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a third-party service provider, that a trilogy evo ventilator inoperative condition occurred (device powering off). The device was not in use by a patient at the time of the event. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due. New information/ evaluation: the trilogy evo ventilator was sent to the third-party service center for evaluation, and the customers complaint was confirmed. During the evaluation critical error codes in relation to "therapy cpu is still running in boot monitor software" "hard_power_fail" "power_vbus_dropped" and " press_sensor_mismatch" were recorded in the device event log. In conclusion the system board was replaced to address the issue. The device passed all test. Additionally, the air inlet foam filter replaced due to preventive maintenance unrelated to the reported malfunction. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Box h coding updated.

Event description:
The manufacturer received information from a third-party service provider, that a trilogy evo ventilator inoperative condition occurred (device powering off). The device was not in use by a patient at the time of the event. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.